Event description:
Reporter indicated that pt who is "extremely skinny" is complaining of pain and is unable to lay on side where device is as the device is migrating and outline is visible through skin. Per reporter, diagnostics are good and x-rays "read as normal". A battery life calculation was done by MFR and found that the device has approx 2.1 years remaining until end-of-service. Pt will be undergoing consultation for possible revision surgery. All attempts for further info have been unsuccessful to date.